Event description:
During a head and neck free flap surgery, the harmonic focus shears handpiece that was being used in the surgical donor site-left forearm, was noticed to be sealing the tissue it was being worked on very slowly. No tissue damage to the patient noted. Generator was immediately switched out with another unit. Changing units did not solve the problem. After the handpieces were switched, the problem was resolved. No injury to the patient.